Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "water leakage checked during set-up prior to patient use." This occurred during priming at the facility, no patient involvement and no patient harm/adverse event reported. There was no disinfection or sterilization, and no infectious disease occurred.

Manufacturer narrative:
H3 and h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. A leak was found while testing. The complaint is confirmed. The root cause is due to lack of solvent. The failure mode will continue to be monitored. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.